Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed in the pcu event log. The pcu event log shows that the pump module was programmed to infuse a custom concentration infusion of insulin non-weight based dosing through guardrails at 12:43 am on (B)(6) 2018. The user entered 100ml for the diluent volume and 1 unit for the drug amount, making the concentration 0.01unit/ml instead of the intended 1u/ml. The user then selected yes to the guardrails warning ¿concentration is below guardrails limit of 0.5unit/ml. Proceed?¿ at this concentration, when the user entered 8.8unit/hr for the dose, the rate was calculated to be 880ml/hr instead of the intended 8.8ml/hr. At 12:51 am, the device alarmed for air in line and was then channeled off at 12:58 am. The root cause of the overinfusion was user programming. Devices not received, log review only.

Event description:
The customer reported that a 100ml bag of insulin (1u/ml) was programmed to infuse at 8.8 units/hr however the pump perceived the concentration of the bag to be 0.01 units per ml. The customer stated the medication infused at the incorrect rate. As a result, the patient required additional lab work and monitoring. There was no report of lasting harm.